Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were dissatisfied with the longevity of the device. The patient felt paresthesia during charging with external device but the device is not a rechargeable device. The patient reported at the time of implant he was told that the battery would last 10-12 years. Since the patient was implanted they have regularly charged the battery with the external accessory for pain relief. About 2 weeks prior to report a message was displayed that the battery in the device was no longer charging. When the patient tried to charge from the outside they felt a tingling sensation in their fingers.